Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Cts guided the caller through a pump reset, resolving the issue, and the caller successfully started their sensor session.